Manufacturer narrative:
Concomitant medical products: product ID: 7438, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v065399, implanted: (B)(6) 2007, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387s-40, lot# v065399, implanted: (B)(6) 2007, product type: lead. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 748295, serial# nhu161165v implanted: 2007-12-13 product type: extension. (B)(4).

Event description:
It was reported that the last time the device went off the patient¿s tremor returned. On the date of the report the patient did not have any tremor. Additional information received reported that the event was attributed to battery depletion. The patient had increase in left upper extremity tremor/movement. The device was replaced and the new device worked properly. The patient symptoms decreased. The patient outcome was noted as no injury and recovered without sequelae. This was cross referenced in mfg report #3004209178-2013-15092.